Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus. H3 other text : device not returned.

Event description:
It was reported that customer entered incorrect amount for bolus. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer reported blurry vision. Customer consumed carbohydrates to address bg. Tandem technical support contacted local emergency medical services to assist customer as customer seemed incoherent. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.